Event description:
It was reported that the code blue of the 5th floor nss unit was making the ¿same sounds as the bathroom alarm.¿ there was no patient impact, injury, or safety issues reported as a result of the systems performance. The customer did not report whether functionality of the dome lights or other system visuals during this event were impacted. Customer requested that hillrom inspect the behavior (tone, volume, page) of the code blue. This incident was captured under hillrom complaint ref # (B)(4).

Manufacturer narrative:
The voalte nurse call system provides a comprehensive communication and information system that places patient calls, staff calls as well as emergency and code calls. The system provides annunciation of these calls at both room locations and primary (dedicated) nurse call stations. The voalte nurse call system also has an option for secondary notifications calls to customer provided third party products (e.g., cell phones) where calls may also be forwarded. The secondary notification workflows are options offered to the facilities that the facility may or may not choose to implement as an ¿add on¿ to their primary notifications, depending on their facility¿s design and needs. Inspection of the system by a hillrom technician noted the code blue file types for the remaining units were set correctly and confirmed resolution by updating the code blue sound file for the 5th floor to nss unit. The technician confirmed that all is properly set now with the corresponding call tones and volume settings for the nss unit that was originally reported in this case. A zipped folder (attached via the complaint) contains the affected call type tones that can be listened to ¿ to confirm that 3 of the 4 tones, all sound the same. It is noted the customer was informed of the update and staff were made aware of the alert tone change by the point of contact listed in the complaint. No other issues were reported with the emergency calls by the customer. It was additionally noted that the ¿db of the tone is embedded into the sound file and that the code blue sound file will play a tone that is slightly higher than a bath call. Code blue plays two tones, one at 8 db and a second at 5 db. Bath call plays a single tone at 7 db. But the nature and design of the tones, comparatively speaking, they will be both audibly louder and of different cadence/frequency, this distinguishable.¿ for this event, the code blue was set to a similar tone as the bath call leading to a different tone than the normal code blue call and there was no patient impact or injury reported. If the misconfiguration of a code blue being set to a bath call were to recur (lower audibility and different tone than the standard audible code blue call) it is likely to cause or contribute to serious injury or death. Hillrom is reporting this event.